Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted to be implanted but not used. The device setscrew could not be cinched down to securely connect the device with the lead. The physician did not hear the click from the wrench, indicating a torqued connection, when he was attempting to cinch down the lead. Multiple attempts were made to connect the lead to the ipg but to no avail. The device was removed from implant and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.